Event description:
Customer claims employee that had an allergic reaction after opening the pack had another episode of itchiness in his hands and face. Was given benadryl and solumedrol to relieve symptoms.

Manufacturer narrative:
This issue was sent to sterility assurance for investigation. They reviewed the batch records for the sterilization runs for this catalog and work order and verified them for proper sterilization. There were no notifications of deviations, nonconformance, or issues noted that would impact sterility or product residue/degassing of the kits. No definitive root cause associated with the sterilization process could be determined. All sterilization parameters were met during the process of the load. Issue is a reoccurrence for this customer. Review of complaint history for the past year found no other similar issues for any other customer. Sample evaluation; pack opened and evaluated by director quality and quality engineer. Pack exhibited no irregularities and was assembled to specifications. There were no odors or reactions noted.